Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2010.

Event description:
It was reported that the patient was not getting any pain relief and was getting jolted on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.